Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if issue returned.